Manufacturer narrative:
Immucor technical support used an electronic remote access method to view and assess the customer instrument test well images on (B)(4) 2014, which showed that the anti-b test well had some fibrin in the well, and also that the reverse typing wells were visually negative. The immucor laboratory tested retention product on (B)(4) 2014 which showed that the retention product performed as expected. The immucor laboratory also received and tested customer blood samples on (B)(4) 2014, and the results obtained reproduced the customer's observations with the submitted blood samples.

Event description:
On (B)(6) 2014, a customer reported an unexpected abo blood group mistype when using referencells on a galileo instrument, when tested on (B)(6) 2014.